Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 71,447 joules of use, fiber breakage/fiber tip broke. It was further reported that the fiber cracked at the tip and was not efficient and it was noted that the break was visible in the scope. The fiber was exchanged and the second fiber was utilized to complete the procedure at 255,682 joules of use. "No injury" to the patient was reported.